Event description:
The facility reported a pump with failure code 810:11. It is unkown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hospital rep.